Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-00182.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the physician successfully placed a ruby coil into the target vessel using the lantern. While attempting to advance a new ruby coil through the lantern, the physician experienced resistance after advancing the ruby coil approximately 40 centimeters into the lantern and the ruby coil would not advance further. Therefore, the lantern and ruby coil were removed. The procedure was completed using another microcatheter, six additional ruby coils, and three other coils. There was no report of an adverse effect to the patient.